Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 75-79 years. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is due to dapt nonadherence, resistance to medication, patient's underlying condition or a silk road medical device and will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that approximately 50 days after a left tcar procedure, the patient was found unresponsive and drooling. This patient was symptomatic from a middle cerebral artery (mca) region stroke prior to transcarotid artery revascularization procedure. Imaging revealed intraluminal thrombotic debris within the stent. The patient was admitted to a stroke rehabilitation facility and continued to exhibit stroke symptoms (word finding and weakness). It was also reported that the patient had a bradycardic event in the rehabilitation facility, however no additional information was provided. Additionally, it was noted that this patient was on triple therapy post tcar procedure (eliquis, aspirin and plavix) and had discontinued aspirin three weeks post procedure. The patient was resumed on aspirin and prescribed brilinta. The patient's symptoms have not yet resolved. At this time, it is unknown if the reported event is related to dapt non-adherence, patient's underlying condition, resistance to medication or a silk road medical device, hence, this event will be reported out of an abundance of caution.